Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician backed out the device set screw, but was unable to re-engage it after it became lost in the grommet seal. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. However, the returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.